Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s insulin pump suspended about 8am this morning and the insulin pump did not notify that it was still suspended. The customer¿s blood glucose level was 397 mg/dl. The customer was treated with insulin pump. The customer stated that insulin pump failed to notify that customer¿s did not receive the vibration. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Activated the suspend delivery feature and monitored the device for two days. The suspend delivery feature is working properly and no unexpected resume delivery occurred during the monitoring period.